Manufacturer narrative:
Logs showed an error with the tube's current, and a kvma was requested to complete tests. The case was dispatched for onsite support. The client was informed of the situation and will be updated as the case progresses. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the equipment is aborting scans and displaying error messages..the clinical use of the system was in use.there was no harm reported to philips.